Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing of noise that resulted in storage of non-sustained episodes and high out of range pacing impedance measurements greater than 2,000 ohms. An x-ray was performed and revealed a lead fracture. The physician programmed tachycardia therapy off and has no plans for intervention as the patient hadn't received tachycardia therapy to date. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.